Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-02690.

Event description:
It was reported the patient underwent a right knee procedure approximately 9 years ago. Subsequently, the patient stated the implant has broken and needs replaced. Attempts have been made and no further information has been provided.

Event description:
It was further reported that the patient stated she was revised approximately 9 years post implantation. She stated the 'plastic' piece had broken and the components were no longer connected. Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided. The fractured articular surface is reported under 0001822565-2022-02690.

Manufacturer narrative:
Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided. The fractured articular surface is reported under 0001822565-2022-02690.